Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this 25 mm valve was explanted and replaced immediately post implant. The patient was originally sized for a 27 mm valve, but the physician opted for a 25 mm device because of the patient's particular anatomy, specifically, the patient had low-lying coronary arteries. Following implantation, the sewing cuff of this device covered the coronary arteries. The physician opted to do an aortic root enlargement and re-implanted the valve, but the issue persisted. A 23 mm device was successfully implanted and no adverse patient effects were reported. The physician reported that there was no issue with this 25 mm valve, rather, the patient's anatomy was problematic.

Manufacturer narrative:
Analysis: the valve was returned to medtronic for analysis and was received in a clear 10% formalin solution in a specimen container wrapped in a biohazard bag. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. The valve appeared distorted and oval shaped with one stent post slightly deflected. All leaflets and commissures were intact. Conclusion: the distortion could be due to valve oversizing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.